Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant procedure the patient experienced a perforation while the right ventricular (rv) lead was being placed. The patient had a tamponade and required a pericardiocentesis. The rv lead was removed and the case was aborted. The implant will be scheduled for a later date. No further patient complications have been reported as a result of this event.